Event description:
It was reported that the device was explanted because there were not enough electrode channels in the cochlea. The patient was explanted on (B)(6), 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.